Event description:
2.6f dl PICC placed urgently earlier in day. White lumen of line used for intermittent medications per staff nurse, found leaking. Attempted PICC re-wire/exchange unsuccessfully by 2 vas nurses resulting in loss of line as nothing would thread. No other sites noted for PICC replacement at the time, discussed with 7s team. Upon inspection of line noted to have ruptured 1-1.5cm from hub of white lumen.